Manufacturer narrative:
The glidescope avl video baton 1-2 and a glidescope gvm monitor used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl video baton 1-2 and confirmed the image distortion issue. The technical service representative noted that when the cable near the video baton grip was moved, the image distorted and there were pink / purple stripes across the image. The camera image quality test was performed and failed. The technical service representative attributed the intermittent, distorted image issue to baton failure. The glidescope gvm monitor was analyzed and no issues were found. All visual and functional tests were normal. The camera image quality test was performed and passed. The device passed certification and met all specifications. Since there are no repairs available for the glidescope avl video baton 1-2, the customer's video baton 1-2 was replaced and the returned avl video baton 1-2 was scrapped. The glidescope gvm monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the image was very distorted; there was no clear image. The customer also noted that there were purple stripes across the image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.